Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the distal portion a partial lead was returned in one piece. Visual inspection found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.